Event description:
It was reported that a patient underwent a lower segment cesarean section procedure on (B)(6) 2011 and suture was used. During the procedure, the suture material broke.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00066. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). One open foil pack containing a broken piece of suture attached with needle was received as a complaint sample. In absence of intact complaint sample, no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Representative samples were evaluated. They were visually and functionally examined for knot pull tensile strength and they met the requirements. The sutures were found intact and swaged to the needle.